Manufacturer narrative:
(B)(4). Date sent: 4/24/2024 d4: batch # unk investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned inside it's package damaged; it was noted to be cut the tyvek and blister from the packaging. Upon visual inspection, an unknown foreign matter was noted to be inside the packaging. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the foreign matter adhered to the device during the packaging process due to static. The reported complaint was confirmed. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that before an unknown procedure, unopened device was noted to have unexplained material inside the sterile packaging. No patient consequences.